Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that moisture was evident behind the display lens. Reportedly, the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/10/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history and black box data could not be downloaded due to a related moisture ingress issue. Visual inspection revealed that moisture damage was evident behind the display lens; the reported event was duplicated. The pump failed to power on, as confirmed by the absence of the auditory and vibratory cues. The pump failed a leak test due to a leak between the case seal and display lens.